Event description:
In 2008, the patient reported that the upper left corner of the display of her infusion device is fading. She stated that this began 2 months ago and has progressively gotten worse. The infusion device has not been exposed to water and she has changed the batteries. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.